Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) shut down when the unit was plugged to power and both batteries were removed. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
A getinge representative has advised that the reported issue was corrected under field safety action cardiosave iabp fsca reference number: (B)(4). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated sections: b4, e1(name, address, city, tel no.), e2, e3, g3, g6, g7, h2, h10, h11 corrected sections: h10(please revert previous comments in h10 to blank. Aware date - the initial aware date changed from 4/13/2021 to 4/12/2021.

Manufacturer narrative:
Additional information: e1(postal code):(B)(6). Additional information was requested from the customer with regard to the complete repair and status of the iabp; however, despite our best efforts, no complete repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted and record re-opened. H3 other text : repair is not done by getinge.

Event description:
N/a.